Manufacturer narrative:
On completion of the evaluation a follow up report will be submitted. (B)(4).

Event description:
During a femoral fenestrated endovascular aneurysm repair the physician attempted to advance the stent through a graft. When expanding the balloon at the desired target the balloon burst. No harm came to the patient.